Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician intended to use a nanocross balloon catheter to treat a highly calcific sfa. It is reported that the balloon was inflated to 12 atm and burst. It is reported that it was a pinhole burst. The balloon was removed intact. Evaluation summary: the nanocross dilation catheter was received for evaluation without any ancillary devices or cine images from the procedure. Sanguine material was present inside the balloon chamber and inflation lumen. A 10cc water filled syringe was attached to the proximal hub luer lock on the y-manifold and the center lumen was flushed. A 0.014in test guidewire was loaded through the distal tip of the device with ease. A 10cc water filled syringe was attached to the balloon luer lock on the y-manifold, a vacuum was pulled: air and sanguine tinted fluid were pulled into the syringe. This was repeated three times. A water filled syringe was attached to the balloon luer lock and the balloon was gently inflated: it was noted that the balloon had a pinhole leak. To locate the pinhole the balloon was submersed in a water bath and air was injected through the balloon luer lock: air bubbles were observed exiting the balloon chamber. The balloon was examined and the pinhole was located in the balloon chamber.